Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, blower mister with IV sets would not allow flow through the tip. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). The certificate of conformance was reviewed. The vendors conform that the device lot conforms to all applicable product specifications. There were no non-conformities observed. Specific actions for the reported failure mode are being maintained and documented under maquet's health hazard evaluation (hhe) system.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was an ncmr for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, blower mister with IV sets would not allow flow through the tip. A replacement device was used to complete the procedure. The hospital did not report any patient effects.